Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Catalog numbers and lot codes of other devices listed in this report: cat # 5565-s-016, tri press-fit stem 16mm x 100mm, lot code: mba50; cat # 5521-b-500, tri ts baseplate size 5, lot code: hzwi. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Doctor would not release product.

Event description:
Total implant extraction due to infection.